Event description:
It was reported that therapy was on but the patient could not feel stimulation. The patient was not able to use the patient programmer to adjust stimulation. There was no power on the patient programmer. The patient got new batteries for the patient programmer and it powered up. Therapy was on and the settings were group 1, at 2.6 volts and the patient decreased to 1.60 volts but the patient was not feeling stimulation. The patient had not been feeling stimulation for a few weeks and was concerned that something was disconnected inside because every once in a while the patient felt a surge in a different position but it went away. This started a few weeks prior to report. The patient had a couple of falls on the button, once 6-7 months prior to report and stimulation seemed to work after the fall and the patient had fallen since then too. The patient reported around (B)(6) she was in a pickup truck and it drove over a railroad track too fast and the patient felt a pain at that time and was not sure if that could cause something to disconnect. Later it was reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and was not device related. Reprogramming was required. No troubleshooting, interventions, or other actions were taken to mitigate or resolve the event. The patient experienced a sudden loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n240155, implanted: (B)(6) 2010, product type: adapter. Product ID: 3888-33, lot# l81754, implanted: (B)(6) 2000, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).